Event description:
A resident was being raised by an ez lift from a bed when a screw broke, and the resident was lowered back onto the bed. No injury occurred, and the facility called ez way for repair parts. Ez way had previously sent replacement parts to the facility but the replacement was never completed, although the facility had sent ez way paperwork stating that the replacement had been completed. The lift had not been maintained as instructed in the ez way maintenance checklist, stating the need to inspect and tighten all bolts, and had not been upgraded per the previous assembly change request. Additional replacement parts were sent to the facility and an ez way rep went to the facility to confirm the replacement was completed and inspect the unit.